Event description:
During an interventional procedure in the lad, the brite tip guiding catheter was flushed with heparin and engaged to the target vessel. During manipulation of the catheter, the physician felt the connection between the y-connector and the hub of the guiding catheter was not secure, although there was no report of leakage. The physician attempted to fix the connection several times, but the connection still seemed unsatisfactory to him. Therefore, a different guiding catheter (heartrail 6f) was used with the same y-connector, followed by successful poba and stent implantation. There was no report of any adverse effects to the pt. The physician thinks the hub of the guiding catheter was possibly defective prior to use, which caused the poor connection during use. The product has not been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days upon receipt.